Event description:
A gentleman underwent revision of the cervical construct due to screw back out in 2006. The initial surgery was performed in 2005. Prior to surgery, an x-ray was obtained and one of the distal screws was reportedly backed out 1/4 of the way. Upon exploration of the construct, it was determined that all four screws were not locked. The surgeon explanted the hardware and replaced it with a different product.

Manufacturer narrative:
Implants were reportedly kept by the patient. This event is associated with the notification that was submitted, which provided a revision to the surgical technique and trajectory in which the screws were to be implanted. The surgeon has been informed of the corrections and no further action is required at this time.